Event description:
Clinical narrative: a 34-year-old female with cardiomyopathy and a pre-support clinical state consistent with scai shock stage e previously received impella support and later communicated post-explant concerns that were shared with abiomed on (B)(6) 2026. During a company event, the former patient reported discomfort localized to the area of the residual vascular graft attachment, particularly when swallowing. She stated that follow-up ultrasound imaging demonstrated excess graft material that was pushed and folded behind the artery and in proximity to the thyroid, and she is scheduled to undergo surgical removal of the excess graft on (B)(6) 2026. Review of the case indicates no device malfunction or performance issue. The patient had initially been supported with an impella cp via right femoral percutaneous arterial access from on (B)(6) 2025 07:11 to 11:00, followed by impella 5.5 support via left surgical direct aortic access from on (B)(6) 2025 11:06 until explant on (B)(6) 2025 15:49. The patient survived both procedures and explants. There were no complaints associated with either pump, no device replacement was requested, and device involvement in the reported symptoms remains unconfirmed. The reported discomfort was attributed to residual graft material following explant rather than the impella devices. Based on the information available, this complaint involves patient-reported discomfort attributed to residual vascular graft material following impella explant, with no confirmed device malfunction or device-related patient injury identified. Both impella devices functioned as intended, and the patient survived to explant.

Manufacturer narrative:
The device was discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3(manufacturer fax). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The root cause of the injury was not determined due to insufficient clinical details.